Event description:
It was reported that the mdu showed an error. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: case(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed oscillate button missing. A functional evaluation revealed a blade stall error and overheating of the housing. Further evaluation revealed the drive fork was stiff when rotated. It was also noted oscillation couldn't be tested due to oscillate button missing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. The root cause of detachment of device or device component was associated with unintended use of the device. Factors that could have contributed to the failure detachment of device or device component include an impact event inconsistent with normal use or attempt to disassemble the handpiece for cleaning. The root cause of overheating of device was associated with a mechanical component failure. Factors that could have contributed to the failure overheating of device include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gear box corrosion caused by cleaning and sterilization methods and the chemicals involved. No containment or corrective actions are recommended at this time.